Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unrelated procedure, the atrial lead exhibited a loss of capture. X-ray imaging revealed lead dislodgment. Reprogramming the lead after the procedure, resolved the issue. There were no adverse consequences to the patient.